Event description:
A (B)(6) year old male presents to ed with typical angina. Past medical history includes multiple mis and multiple interventions with countless number of stents placed over the years. EKG had some non-specific st changes. Because of symptoms and history, provider decides to move forward with cardiac catheterization. During procedure, a cutting balloon is requested and a graft master stent is provided. Physician attempts to use the device, but meets resistance. The device is scanned and it is discovered that they are using the wrong device. The physician attempts to remove the stent from the patient, but is unsuccessful. Pt has a myocardial infarct during the procedure. Pt is admitted to cvt.